Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure in which viscoelastic product was used conjunctively, a patient experienced severe decreased vision. The iol was removed in a secondary procedure. Additional information was provided by the physician, who reported that the sample is not available.